Event description:
The physicians were removing the stent and noticed the stent had some encrustation on it; in addition to the pigtail having formed into a knot in the kidney. The physicians had to laser the stent to remove it. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event is still under investigation.